Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, broken battery tube threads, detached retainer, cracked case behind the pump near the battery compartment, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states reservoir has a crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.